Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a "device failure". It was noted that there was an extracorporeal control failure, the rotation number change associated with the left ventricular assist device (lvad) fault was from 4600 revolutions per minute (rpm) to 5000 rpm. "Driveline reconnection between controllers" was performed. The cause of the alarms was unknown. No equipment was returning, and the patient was being monitored. This information was previously reported under MFR #2916596-2025-01248.

Manufacturer narrative:
Section e1 - reporter email was not available. Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was evaluated due to the reported events of the pump resetting and a left ventricular assist device (lvad) fault alarm. The reported events were observed within the provided log files; however, the events were not correlated to an issue with the system controller. The events and log files have been addressed via the lvad¿s investigation. The system controller was not returned for analysis. Available information for this event indicates that the issue resolved and that no products were exchanged. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.